Event description:
On 9/27/91 an ipp device was implanted. On 5/13/92 the cylinders were revised. On 1/27/93 the cylinders and pump were revised. On 5/27/97 the reservoir was removed from the pt and replaced due to bad connection between reservoir and pump.